Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the implant procedure, high pacing impedance values with the right atrial (ra) lead were observed in approximately ten different positions in the right atrium. The ra lead was not implanted and replaced. No patient complications have been reported as a result of this event.